Event description:
It was reported the hemostasis valve cap separated. A watchman access system (was) double curve was positioned during a left atrial appendage (laa) closure procedure. Upon removal of the dilator from the was, while positioned in the patient, the cap to the hemostasis valve on the was popped off. No leak from the valve was noted. The procedure was completed with another of same device. No patient complications were reported. Patient was discharged the following day.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman access system. The device was bloody, and the cap was attached to the hub, in the normal position. Microscopic and visual analysis of the tip, sheath and hub/valve revealed kinks in the sheath located 5.5cm, 19cm, 51cm and 71.5cm from the tip. Inspection of the rest of the device found no other damage or irregularities. There was no damage to the cap and threads, and the valve was fully opened when received at the facility.

Event description:
It was reported the hemostasis valve cap separated. A watchman access system (was) double curve was positioned during a left atrial appendage (laa) closure procedure. Upon removal of the dilator from the was, while positioned in the patient, the cap to the hemostasis valve on the was popped off. No leak from the valve was noted. The procedure was completed with another of same device. No patient complications were reported. Patient was discharged the following day.